Event description:
The user noticed the red light flashing on the battery module. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.